Event description:
Neonate had PICC in place for four days. When nurse attempted to aspirate blood, she noticed air in the syringe. After air continued to accumulate in the syringe, she then tried to flush and saw a drop of blood leak from the point where the soft part of the catheter meets the hub.